Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since biopsies were performed in a different location in the brain than anticipated and planned with the brainlab navigation involved, and according to the surgeon (treating clinician): the purpose of this surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. During the surgery, only cerebrospinal fluid (csf) and a small piece of cerebellum was retrieved. The negative clinical effect to the patient after the surgery is a worsened left 7th nerve palsy, which has not yet improved or resolved. As per the surgeon, it is unclear why the left sided facial weakness occurred, injury by the biopsy needle cannot be ruled out given the inaccurate trajectory applied. The surgery/anesthesia was prolonged by ca. 2hrs due to this issue, whereas there were no negative effects to the patient due to the prolonged surgery/anesthesia. A revision surgery to receive the desired diagnostic sample was decided and was planned for (B)(6) 2023 without using brainlab navigation. Hospitalization of the patient was not prolonged due to this issue. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the burr holes and biopsy paths/target in the brain performed with the aid of navigation deviating by ca. 5mm lateral and 5mm inferior from the intended position, is: an insufficient distribution of points acquired by the user for the patient anatomy registration to navigation, not following brainlab requirements. The points were not distributed on the required distinctive surfaces, i.e. Entire profile of the nose, around the eyes, back of head, and region of interest. Most registration points were acquired on only the front of the head and mainly on patient forehead and the dome of the head, a rounded and non-unique area of the skull, which should be avoided. This caused the navigation software to not find an as accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Apparently, the resulting deviation of the navigation display was not recognized by the user with the required thorough verification of the registration accuracy (i.e. During verification step), nor with the necessary continued verification of navigation accuracy after draping, and throughout the procedure before applying significant invasive surgical actions. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a biopsy of a lesion, located in the pons of the brain, has been performed with the aid of the brainlab cranial navigation sw 3.1. One pass was intended to receive diagnostic tissue. A pre-operative CT scan was acquired one day before the surgery to register the patient anatomy to navigation. Multiple existing MRI scans were fused to this CT. During the procedure the surgeon: positioned the patient in a prone orientation with the head turned right in a non-brainlab head holder, and attached the reference array for navigation to the head holder. Planned the trajectory for the biopsy in the navigation system. Performed the patient registration on the pre-op CT by acquiring surface matching registration points with the softouch registration pointer on the patient head's skin, to match the display of the navigation to the current patient anatomy. Verified the registration to navigation, and accepted the accuracy to proceed. Marked the planned entry point determined with the navigated pointer with a pen on the patient's skin. Draped the patient and exchanged the navigation reference array to a sterile one. Created a burr hole (craniotomy), by drilling through a guide tube placed inside the navigated varioguide aligned to the marked entry point and the planned trajectory. Took a biopsy sample following the planned trajectory and target with a navigated biopsy needle through the varioguide. When the sample target yielded only cerebrospinal fluid (csf), decided to re-attempt retrieval of further specimen with entering the needle 5mm less deep and also 5mm deeper. As the further samples retrieved were mostly still csf only except one small piece of tissue that was confirmed being cerebellum, suspected the biopsy path and target to be inaccurate. Decided to attempt a different trajectory with a new burr hole, ca. 10mm superior and 10mm medial from the original burr hole, undraped the patient and repeated the same navigated procedure as before for this new trajectory. Attempted 3 further samples (3 different depths in 5mm steps), with the same results as before. Completed the surgery and closed the patient. A post-operative CT scan after the surgery revealed that the biopsy paths applied had deviated from the intended/planned trajectories shifted by ca. 5mm lateral and ca. 5mm inferior, the actually applied target had been ca. 5mm too shallow. According to the surgeon (treating clinician): the purpose of this surgery was to only receive a diagnostic sample and not to remove the lesion and/or treat the disease. During the surgery, only cerebrospinal fluid (csf) and a small piece of cerebellum was retrieved. A post-operative CT scan revealed that the brain biopsies deviated ca. 5mm lateral and ca. 5mm inferior from the intended/planned path and target, and the applied path was ca. 5mm too shallow. The negative clinical effect to the patient after the surgery is a worsened left 7th nerve palsy, which has not yet improved or resolved. As per the surgeon, it is unclear why the left sided facial weakness occurred, injury by the biopsy needle cannot be ruled out given the inaccurate trajectory applied. The surgery/anesthesia was prolonged by ca. 2hrs due to this issue, whereas there were no negative effects to the patient due to the prolonged surgery/anesthesia. A revision surgery to receive the desired diagnostic sample was decided and was planned for (B)(6) 2023 without using brainlab navigation. Hospitalization of the patient was not prolonged due to this issue.